Event description:
A balloon ruptured on the first inflation at eigth atms during an iliac angioplasty. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed a 7.2 cm longitudinal tear located 3mm distal to the ro marker. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a longitudinal tear, which co believes contributed to this event and do not attribute it to the device. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation of if balloon ruptures during dialtation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."